Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Device not returned.

Event description:
It was reported that during a craniotomy procedure, the router broke along the shaft. It was also reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not returned.

Event description:
It was reported that during a craniotomy procedure, the router broke along the shaft. It was also reported that there was a five minute delay as a result of this event. It was further reported that there were no adverse consequences as a result of this event and the procedure was completed successfully.